Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, when they inserted the connected video laryngoscope blade (unknown model) into the patient's airway, the screen would go black. The customer reported that the connected verathon cable (unknown model) seemed loose but they were unable to reproduce the reported image issue during their evaluation. The issue was unable to be isolated to the monitor, cable, or blade used during the reported event. No delay in the procedure, use of a backup device, or harm to the patient was reported.